Event description:
Per the independent repair center, the customer alleged problem is low alarm will not function. The key failure is the sieve is leaking. Additional malfunction is the power switch has no alarm.